Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the infusion set and resumed insulin delivery. There was no impact to the customer's blood glucose level. As the customer had also changed the cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.